Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements greater than 200 ohms in an erratic behavior. Through a chest x-ray, a bend near the coil was observed on the right ventricular (rv) lead, which is a non-boston scientific product. Technical services (ts) reviewed the data available and recommended rv lead replacement. This device remains in service. No adverse patient effects were reported.